Event description:
The customer was hospitalized with dka. It was stated that the pump does not seem to be working. The customer had a back up plan. Advised the customer to change the set. Troubleshooting could not be performed at the time of call. Instructed the customer to disconnect from the pump and revert to back up plan of manual injection. In addition, the customer got no alarm and bgs continued to climb. The customer went to hosp and bgs were treated with an IV. The customer did not like the way customer was treated and left the hosp and went to another. However, the customer was not treated their either. Later the customer called back to test the pump and informed that customer removed everything from the site. The cannula was not bent. The pump did not pass the self test. Advised the customer to stay disconnected until a replacement arrived.